Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting a greater than 1500 ohm lead impedance with loss of capture at high output settings. Invasive analysis found that the set screws were loose. The set screws were tightened and ipg functioned appropriately.